Event description:
It was reported that a patient experienced an unspecified alarm on the homechoice device during peritoneal dialysis therapy. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported alarm. Visual inspection and functional tests were performed and the device did not meet product specifications related to the reported problem. Full functional testing, electrical safety testing, calibration and simulated therapy was performed with no additional defects and malfunctions were found with the device. The reported issue was verified during event history log review and sample evaluation. The reported issue was determined to be a system error 2046 which occurred in the alarm logs. Also, the reported issue was verified during pressurize manually on crt and simulated therapy. The cause was the membrane gasket, which was replaced. Should additional relevant information become available, a supplemental report will be submitted.